Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one delivery system and capsule were received for evaluation and investigated visually for external damage. The delivery system and capsule were disinfected and the lot number and ID# matched the information provided by the initial reporter. The trocar needle was advanced. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented and the capsule electrodes were okay. The delivery system did not have any visible damage. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule remained on the delivery system when removed from the patient. There was no harm to the patient. A repeat bravo procedure was performed. Intervention was not required. There was nothing unusual about the patient or the procedure that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The bravo user has been using this procedure for 4-5 years and is cps trained. A medela pump was used as was lubrication to facilitate capsule placement. UDI# information is not available. No other known adverse events were reported.